Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due deep vein thrombosis (dvt) and wound infection. The patient also has a history of hypertension and incision and drainage of lumbar back wound. During implantation of the filter via right common femoral vein, the filter was deployed at the l2 level successfully. A confirmation of position with contrast injection followed. According to the information received in the patient profile from (ppf), approximately on or about six years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have a tilted filter. The patient states that a computerized tomography (CT) scan was performed for evaluation of their filter and it reported a tilt. The patient states that these injuries have caused emotional stress, mental anguish, anxiety, and stress. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the inferior vena cava (ivc) filter due deep vein thrombosis (dvt) and wound infection. The patient also has a history of hypertension and incision and drainage of lumbar back wound. During implantation of the filter via right common femoral vein, the filter was deployed at the l2 level successfully. A confirmation of position with contrast injection followed. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the inferior vena cava filter. Per the patient profile from (ppf), approximately on or about six years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have a tilted filter. The patient states that a computerized tomography (CT) scan was performed for evaluation of their filter and it reported a tilt. The patient states that these injuries have caused emotional stress, mental anguish, anxiety, and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the inferior vena cava filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the inferior vena cava filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.